Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Other mfg report numbers: - 2648988-2017-00027, - 2648988-2017-00028, - 2648988-2017-00029. It was reported by the customer that green/black drain was noted on biopatch on a baby at (B)(6). No skin breakdown or redness on skin or insertion site (temporal vein). Baby was a sweaty baby. PICC remained in place, did not replace biopatch. Was fifth PICC line in baby during hospitalization. No product will be returned for evaluation.

Manufacturer narrative:
Integra has completed their internal investigation on october 27, 2017. Results: DHR review; no manufacturing deviation or nonconformance was observed that could cause the described complaint. Complaints history; upon review of integra's complaint system from august 2015 - august 2017, a total of 30 complaints (including the one under evaluation) related to adverse reaction for biopatch product family. Fourteen (14) of these 30 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. This number of events is a low percentage (B)(4) when compared to the amount of sponges produced in the timeframe evaluated. Also, the possibility of adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions is included as part of the IFU to which in the presence of such events it is recommended to discontinue the use of the device. (B)(4), conclusion: the identification of the green/black substance is unknown and therefore no possible root cause can be determined.